Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant downstream occlusion was not reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The pump functioned normally with no errors or issues. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an constant downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.